Event description:
On (B)(6) 2023, when the patient underwent neck spiral CT non-contrast scanning plus enhancement in the CT room, when the indwelling needle was injected with iovodol injection in a high-pressure contrast syringe, it was found that the white fixed plug of the venous closed indwelling needle handle fell off, and if it was found in time, the indwelling needle was immediately removed and the indwelling needle was replaced.

Manufacturer narrative:
A complaint history check was unable to be performed since no lot/batch number was provided. A device history review was unable to be performed since no lot/batch number was provided. A retain sample analysis review could not be performed as no batch/lot number was made available for this reported event¿ based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the rm documentation. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
It was reported that the unspecified bd¿ needle experienced component separation. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, when the patient underwent neck spiral CT non-contrast scanning plus enhancement in the CT room, when the indwelling needle was injected with iovodol injection in a high-pressure contrast syringe, it was found that the white fixed plug of the venous closed indwelling needle handle fell off, and if it was found in time, the indwelling needle was immediately removed and the indwelling needle was replaced.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.